Event description:
The reporter stated the surgeon was inserting a cc4204a collamer aspheric single piece lens and the lens tore. There was no patient contact or injury. The backup lens was implanted.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) no consequences or impact to patient. (B)(4) lens (iol), torn, split, cracked. Evaluation: method (B)(4) work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic and one haptic torn. A piece was torn off and missing from one haptic. There was evidence of clear surgical residue. Conclusions (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).